Event description:
It was reported that the procedure was to treat a moderately tortuous, mildly calcified, eccentric, 90% stenosis in the distal right coronary artery. The 2.5 x 12 mm nc trek balloon catheter was advanced for pre-dilatation; however, the balloon ruptured during first inflation at 12 atmospheres. Slight resistance was felt during advancement due to the patient anatomy. No resistance was felt during retraction of the device. A non-abbott device was used for successful pre-dilatation. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar incidents of resistance and balloon rupturing reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.